Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported that infusion set tape was not sticking and had high blood glucose levels of 302 mg/dl which was treated with insulin pens on (B)(6) 2026, and it has been in use for less than forty-eight hours.